Event description:
The customer received questionable cholesterol gen.2 results for one patient sample. The initial result was 476 mg/dl with a data flag and was reported outside the laboratory. The physician questioned the result and the sample was repeated on (B)(6) 2014. The repeat results were 509 mg/dl, 196 mg/dl from the primary tube, 195 mg/dl from an aliquot in a sample cup and 197 mg/dl from an aliquot in a sample cup. The result of 197 mg/dl was believed to be correct and was reported out as the final result. The patient was not adversely affected. The cholesterol reagent lot number was 69396101 with an expiration date of 09/30/2014. The field service representative checked the instrument and could not find a cause. He checked the probes, syringes and belts and found nothing irregular. He ran performance testing and verified the instrument was performing to specifications.

Manufacturer narrative:
A specific root cause could not be identified. As the issue only occurred once, a sample specific issue was suspected. It was noted the calibration prior to the event was in range and the qc prior to and after the event was within the specified ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.